Manufacturer narrative:
The reported events were cardiac perforation, loss of capture, high capture thresholds, and low p-wave amplitudes. As received, a complete lead was returned in one piece with helix found to be retracted and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. The reported events of loss of capture, high capture thresholds, and low p-wave amplitudes were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. A tip stiffness test was performed, and the results were within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited loss of capture, high capture thresholds, and low p-wave amplitudes. An echocardiogram revealed that the lead caused cardiac perforation and pericardial effusion. The lead was removed and replaced. The patient was stable.